Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced pericardial effusion after the heart was perforated during the implant of the right ventricular lead. It was also reported that the thresholds were high on initial placement of the lead and after the second placement the patient's blood pressure dropped and pericardial effusion and restricted heart motion were seen under fluoro. The case was stopped and the patient was sent to surgery for pericentesis. The lead remains implanted. No further patient complications have been reported as a result of this event.